Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they noticed elevated ise indirect k for gen.2 (potassium) results for an unspecified number of patient samples tested on the cobas 6000 c (501) module - c501. After the results were noticed, the customer ran quality controls and these were elevated outside of range. The customer then recalibrated the potassium test and received a slope error. The test was calibrated again and another calibration error was received. The customer provided an example of one patient sample that had an erroneous potassium result that was reported outside of the laboratory. The sample initially resulted as 7.0 mmol/l accompanied by a data flag, and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 4.9 mmol/l. The repeat result was believed to be correct. The customer stated that the patient received dialysis based on the 7.0 mmol/l value but was not completely sure if this is accurate as the patient has chronic renal failure and may have already been scheduled for dialysis. The customer refused to provide any additional information. No adverse events were alleged to have occurred for the patient. A second sample was collected from the patient after dialysis and this sample resulted with a potassium value of 2.7 mmol/l when tested on the other c501 analyzer. The potassium electrode lot number and expiration date were requested but not provided. The customer suspected that there may have been an issue with the patient sample and that it may have contained fibrin. The field service engineer ran multiple system checks; no alarms were seen. All system checks were successful and the system was operational. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Based on the calibration data, there was no indication of an analyzer-related root cause. The most likely root cause is contamination of the diluent with potassium chloride, but a flow related issue or mis-sampling of patient material could not be excluded as possible causes.